Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of nerve irritation due to the positioning and/or length of one of the compression screws used to secure the glenoid plate.

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to suprascapular nerve irritation from screw. The case report form indicates this event is possibly related to devices and definitely related to procedure.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of nerve irritation due to the positioning and/or length of one of the compression screws used to secure the glenoid plate.